Manufacturer narrative:
Additional information was received from the contact stating that the diabetic ketoacidosis (dka) and subsequent hospitalization was due to acute pancreatitis (unrelated to pump/supplies). This event is not reportable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. Subsequently, the customer was hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.